Manufacturer narrative:
The pump passed self-test, active current test and sleep current test. No failed battery test alarm noted. No replace battery alarm noted. All buttons function properly. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 9.0 received the lowbatteryalert (104) on (B)(6) 2026 08:27:00 faster than expected at 3.04 days. Battery cycle 8.0 received the lowbatteryalert (104) on (B)(6) 2025 06:22:00 faster than expected at 2.68 days. Battery cycle 7.0 received the low battery alert (104) on (B)(6) 2025 08:37:00 faster than expected at 3.49 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Verified pump alarmed failed battery test on 01/01/2026 17:53:04 in pump downloaded history. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor however moisture damage was observed on keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, minor scratches on lcd window and corroded battery tube. Customer experienced an unexpected power loss of less than 7 days per the pump history records. No failed battery alarm and replace battery now alarm noted. However, confirmed corroded battery tube. All buttons function properly however moisture damage was confirmed on keypad traces. Minor scratches on lcd window display confirmed but no missing lcd window cover confirmed. No damage to belt clip rails noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the belt clip, battery failed alarm, replace battery now alarm, scratches on display and display window cover. The customer reported no adverse event. The event involved product(s) acc-1601,mmt-1884. Troubleshooting was performed. Customer reported receiving replace battery now alarm after receiving a low battery warning. Customer was able to read the screen inspite scratches on the screen. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.